Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H10 related report numbers: 1038671-2025-00013, 1038671-2025-02178, 1038671-2025-00099, 1038671-2025-02150.

Event description:
It was reported via legal documentation that approximately unknown months after a right total shoulder replacement procedure, the patient experienced prosthesis wear, pain, discomfort, inflammation, impaired range of motion, component part loosening, soft tissue damage and bone loss. No medical or surgical intervention was reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 310-01-47 - equinoxe, humeral head short, 47mm (beta). (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6), 314-13-14 - equinoxe cage glenoid large, beta. (B)(6), 300-01-12 - equinoxe humeral stem primary press fit 12mm. (B)(6), 300-20-02 - equinox square torque define screw drive kit. Multiple MDR reports were filed for this event, please see associated report: 1038671-2025-00096. The reason for the revision reported in this event cannot be confirmed from the information provided but may be the result of prosthesis wear or loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.